Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on (B)(6) 2009 the patient presented for an office visit with the need for an asc procedure. Review of system revealed: musculoskeletal: the patient complained of back pain. Neurologic: the patient complained of memory loss but denied dizziness, headache, neck pain and syncope. Psychiatric: the patient complained of disturbances of memory (dementia). (B)(6) 2009 the patient presented for an office visit with chief diagnoses: postlaminectomy synd lumbar. Lumbar disc displacement. Spinal stenosis lumbar. Lumbago. Lumbar epidural steroid injection was performed under fluoroscopic guidance. (B)(6) 2009 the patient presented for an office visit. Patient has had minimal improvement with the last lesi. (B)(6) 2010 the present presented with l3 to s1 fusion. L2-3 spinal stenosis. L2-3 disk protrusion. Lumbar radiculopathy. Procedure performed: removal of implant, l3, l4, l5, and s1. Exploration of fusion, l3, l4. L5. S1. L2 primary laminectomy. L3 revision laminectomy. L2-3 bilateral medial facetectomy. L2-3 diskectomy. L2-3 posterolateral fusion, l2, l3, l4 segmental pedicle screw instrumentation. Use of local bone graft, use of bone morphogenic protein. As per notes bone morphogenic protein was prepared, packed with autograft and inserted into the lateral gutters with the remaining autograft and the remainder of decompression, which was all morselized. The entire construct was tightened with a counter-torque device and torque wrench, the dura was examined and found to be tree of debris. A thin layer of gelfoam was placed over the dura. (B)(6) 2010 the patient underwent MRI. MRI scan showed a large disk herniation of the adjacent segment at l2-l3 with subsequent severe spinal stenosis. (B)(6) 2010 the patient discharged from hospital. Discharge diagnosis: l2-3 disc degeneration, disc protrusion, spinal stenosis, coronary artery disease, hypertension. Sleep apnea, history of dic. (B)(6) 2010 the patient presented for the follow up of spine surgery. Impression: three weeks status post extension of a preexisting fusion to l2-l3. (B)(6) 2010 the patient presented for the follow up of spine surgery. X-rays were performed, which showed a good fusion from l2 to l4. Cages are in good position, no backing out. Impression: two months status post fusion and preexisting extension from l2-l3 down to l3-l4. Right leg weakness, improving. (B)(6) 2010 the patient presented for the follow up of spine surgery. Imaging studies: two views of his lumbar spine were taken and it showed good position of his graft and hardware. There is no obvious lucency around the screws. Assessment: three and a half months status post l2-l3 fusion. Right lower extremity weakness, improving. (B)(6) 2010 the patient presented for the follow up of spine surgery. Two views of his lumbar spine were taken and it showed good position of his graft and hardware, there is no obvious lucency surrounding the screws. Assessment: six months status post l2 through l4 fusion. (B)(6) 2010 the patient presented for the follow up of spine surgery. The patient complained of some numbness to the right medial toes and ball of his foot. X-rays showed good position of graft and hardware. (B)(6) 2011 the patient presented for reevaluation of symptoms with regard to lumbar spine and right leg. The patient complained of thoracolumbar fatigue and pain with attempts at standing up or walking for any significant distance. (B)(6) 2011 the patient underwent MRI of lumbar spine w/wo contrast. Impression: t11-12: development of moderate canal stenosis and cord deformity, intramedullary signal disturbance compatible with edema or myelomalacia. Finding has worsened considerably compared to the prior study, l1-2: development of moderate canal stenosis with greater mass effect on the right l2 root. Midline canal stenosis is mitigated by dorsal epidural fat. Finding has considerably worsened compared to the prior study. L2-3: since the last study dorsal decompression and microdiscectomy have been performed supplemented by pedicle screw fixation. Resolved midline canal stenosis. L3-4, l4-5: findings of interbody arthrodesis similar to the prior study. L5-s1: signs of interbody arthrodesis. The pedicle screws been removed since the last study. (B)(6) 2010 the patient presented for the follow up of lumbar mrl. Assessment: lumbar stenosis. Myelopathy.